Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removal on ((B)(6) 2016)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia and menorrhagia outcome was unknown. The reporter considered device dislocation, dyspareunia and menorrhagia to be related to essure. The reporter commented: results of confirmation test: left occlusion only. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: results of confirmation test: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Lab data added. Events : migration , dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.